Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia and hypoglycemia. Blood glucose level was 400 to 500 mg/dl. Customer was treated with insulin pump. Customer reported that the retainer ring fell off, plastic chipped off. Troubleshooting was done for cosmetic damage. The reservoir was not able to lock in place when inserted into insulin pump. The insulin pump will be returned for analysis.